Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, the first device was unable to fire, the surgeon was unable to press the green button but was able to squeeze the handle. The second device was partially fired. There was no patient injury.